Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose level, as customer declined to test. Reportedly, the customer had manual injections, and an alternate pump available for alternate insulin therapy.